Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011. The events of "breastfeeding difficulties" and "lump/ nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "exchange."

Event description:
Patient reported "not enough milk production" and having "a lump or thickening in or near the breast or in the underarm area" side not specified. This file is for the left side. Device has been explanted.